Event description:
While performing a tah procedure using the device, the surgeon sealed 3 times on the uterine artery then cut. When the surgeon opened the jaws and removed the device, the tissue stuck and bleeding occurred at the site. The surgeon used a haney clamp and sutures to control bleeding. No patient harm was reported.

Manufacturer narrative:
Analysis determined the center of the coagulation surfaces touched when the jaws are fully closed. This condition can result in a poor coagulation effect.